Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected, with a current fill estimate of 0 units. The issue did not adversely impact the customer's blood glucose level. Technical support educated the customer on possible variances in measured pressures affecting the insulin estimate and informed them that the fill estimate would adjust and count down correctly once the actual insulin level matched the static number displayed. The customer understood and acknowledged this explanation.